Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 17.6-18.1cm from the helix, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location.